Manufacturer narrative:
(B)(4).device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon deflation issues and a detachment occurred. The 8.00mm/2.0cm/90cm peripheral cutting balloon was inflated in a biliary lesion. The balloon would not deflate so, the balloon was pulled back into the sheath after which the balloon detached from the catheter. Attempts to deflate the balloon took less than 30 seconds. The physician successfully snared and retrieved the partially inflated balloon. No patient complications were reported and the patient's status is fine.